Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an (B)(6) 2025, a 25mm navitor valve was chosen for implant using a delivery system. The valve was successfully implanted at 4mm. The patient developed heart block, and a temporary pacemaker was implanted on (B)(6) 2025, the patient received a permanent pacemaker. The patient is stable.

Event description:
It was reported that on an (B)(6) 2025, a 25mm navitor valve was chosen for implant using a delivery system. The valve was successfully implanted at 4mm. The patient developed heart block, and a temporary pacemaker was implanted. The patient received a permanent pacemaker later that day. The patient is stable.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. It is possible that patient condition (calcification) and/or procedural conditions (implant depth) contributed to this event. However, this cannot be confirmed. The reported surgery was the result of case-specific circumstances, as a permanent pacemaker was implanted. Codes removed: health effect-clinical code: 4446 heart failure/congestive heart failure.